Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: deformation, crease fold, device appearance (observed 40 mm dark patch edge material inside gel device) and weight to the spec. Cloudy and voids were observed after autoclave disinfection process. No openings observed in the device. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health care professional reported " right side rupture". The device remains implanted.